Event description:
The source has reported that in reading, "today's arizona women", june 1998 edition, he saw that the endermologie unit is FDA approved. He believes that false advertising has occurred.